Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection discovered cuts in the insulation, which are probably a result of the operation. The continuing analysis did not show any deviations from the technical specification that could be related to the clinical complaint. In summary, there were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 7 days, oversensing was reported. During the revision, a suspected insulation defect was observed. The patient's state of health is described as stable after the revision.